Event description:
It was reported that the pt's vision decreased due to lens vault/z-syndrome noted post cataract surgery. The lens was removed and replaced with a monofocal lens. Add'l info has been requested, but has not been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.